Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution.¿ a complaint history review found no similar reported events.¿ the instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device.¿ a risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Without the relevant clinical information, such as implantation/revision report, radiographs, fall/trauma history, rehab compliance report or the device the information provided is insufficient to determine the root cause of the reported pain that lend to a revision. Since it was reported the condition was resolved and no further complications were reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this complaint will be re-assessed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.¿ no containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. ¿ corrected information in h6 (health effect - clinical code / health effect - impact code).

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that after an acetabular labrum repair/reconstruction where a microraptor was used, the patient had constant pain and a revision was performed. The condition was resolved and no further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.